Event description:
It was reported by a nurse that a pt had been admitted to their nursing home for increased seizures. Medication changes were reportedly made for the pt, and the site was in the process of making an appointment for the pt with a physician. The physician was contacted, but the site referred all questions back to the local company rep. A search of the MFR's programming history database showed last known settings on (B)(6) 2007 of 0.5 ma/30 hz/500 microsec/30 sec/5 min. Last known sys diagnostics were performed on the date of implant, whose results were within normal limits. Attempts for further info have been unsuccessful to date.